Event description:
A customer reported that the rocker arm of the mayfield modified skull clamp (a1059) was unstable during surgery. The lock mechanism should not exhibit resistance in turning to provide a secure lock, but it was too easy to unlocked or locked movement. No patient injury or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure & root cause analysis: the reported complaint was confirmed via inspection of the unit. Unit received required preventive maintenance and replacement of worn components due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.